Manufacturer narrative:
E1: initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but ten (10) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for additive defects, and no gel issues was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed fibrin clot and strands in serum, blocking the analyzers probe and causing the analyzer to leak on unspecified number of tubes. No patient impact reported.